Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised. As reported: pre-op diagnosis: loose femur." A femoral component, stem, augments and insert were revised.